Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument could not be used because the customer's e-100 generator failed and needed to be replaced. The customer completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a synchroseal instrument to perform failure analysis. Visual inspection found the cut electrode damaged on the jaws. There was no material missing. The instrument was placed on an in-house system and passed engagement and recognition tests. The instrument passed the electrical continuity test and failed the seal test during in house testing due to the damage caused the jaw was not fully close. There were no signs or arcing. Additional observation not reported by site was that the instrument was found to have the jaw cover torn. The tears measured roughly 0.0750" x 0.0375". Visual inspection displayed the jaw cover torn and there may be missing pieces, but the size of the missing pieces cannot be confirmed. There are no signs of thermal damage present at the end of any tears. The instrument was found to have the housing warped, resulting in the housing bulging. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.